Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned component underwent a thorough analysis. Inspection of the cuff found wear at a fold, but still passed the leak testing performed. Based on the information, the reported clinical observations are known inherent risks with this device.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) due to atrophy resulting in recurring incontinence. The aus was replaced, and there were no additional patient complications reported.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus) due to atrophy resulting in recurring incontinence. The aus was replaced, and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.